Event description:
The MFR received info alleging a ventilator inoperative condition occurred. There was no harm or injury reported.

Manufacturer narrative:
A ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's system board was replaced to address this issue.